Event description:
It was reported that a patient had connected to the patient line of the cassette prior to properly priming the line. During a call with the technical service representative, it was noted that the patient line clamp had been closed during the priming phase of therapy. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and the cause could not be determined. This is a report of a patient who connected to the patient line of the cassette prior to properly priming the line. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.